Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was not following the proper air removal process. Tandem customer technical support informed the customer to follow the proper air removal process. Customer changed cartridge and infusion set to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.